Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible PMA numbers for sapien xt, and sapien 3: p130009, and p140031. Per the instructions for use (IFU), valve malposition and embolization requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The article indicated that there were two events that required a valve reintervention during the post procedure hospitalization time frame. The reason for the intervention and mechanism of the intervention was not provided. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. When a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Risk factors for stroke include but are not limited to history of atrial fibrillation, hypertension, age, smoking and calcium burden at the landing zone. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedural embolic events. Per the instructions for use (IFU), cardiac arrest and stroke are known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. In this case, with the limited information provided in the article, it is not possible to determine what factors or circumstances may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Nakai, c., delago, a., & samy, s. (2025). Outcomes after transcatheter mitral valve replacement in valve in valve, valve in ring, and mitral annular calcification. Journal of the society for cardiovascular angiography & interventions, 104003.

Event description:
As reported in article "outcomes after transcatheter mitral valve replacement in valve-in-valve, valve-in-ring, and mitral annular calcification," between march 2016 and july 2024, a total of 82 patients underwent transcatheter mitral valve replacement (tmvr) using the sapien 3 (edwards lifesciences) balloon-expandable valve. In this article, it was reported that twelve patients experienced valve malposition, three patients had an embolized valve, five patients experienced cardiac arrest (including two patients in the valve-in-mitral annular calcification group who had intraoperative cardiac arrest secondary to cardiac tamponade and unsuccessful deployment), four patients experienced stroke, and two patients required mitral valve reintervention. The date of implant and intervention is unknown at this time.